Manufacturer narrative:
(B)(4), one (1) device was received for screw fell out. Visual examination confirmed the reported issue. The screw that connects the jaw to the clevis was sheared off leaving the jaws hanging in a limp position. The device was inoperable. Approximately ¾ of the screw was missing. The balance of the screw remained in the device connected to jaws. Upon further examination under the microscope, observations revealed jaw and clevis area towards shaft had dark reddish debri trapped in it. The device also appeared very dry and not lubricated. We are unable to determine exactly how the instrument broke and screw was sheared off. A possible cause is from mechanical overstress, possible clamping down on something too hard or what not intended for, or improper handling before, during, or after processing. No issue with craftsmanship was detected . A review of the device history records did not indicate any non-conformity that would have contributed to the reported issue. The device was 100% inspected visually and functionally prior to product release. All acceptance criteria were met for this product. A complaint trend was conducted for this product code. There were multiple issues reported for a broken device but this is the first issue reported for the screw fell out for this product code. Our records have been updated to aid in activities should another issue be recorded for this product code.

Event description:
The screw fell out   they had to x-ray the patient. It wasn't in the patient but they have no idea what happened to it. Writer received additional information from the customer (B)(6) 2012. The customer stated that they were doing a lap chole, and didn't notice that the screw was missing until the end of case, they did do a post op x-ray to make sure the screw was not left in the patient. It was not left in the patient but they could not locate the screw.